Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that syringe 10ml ll contained foreign matter. The following information was provided by the initial reporter: "sediment inside syringe. Renal nurse was preparing her needling tray prior to needling the patient. Opened the 10ml syringe and about to attach the drawing up needle when she noticed some sort of sediment and or waxy/oily substance inside the syringe."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll contained foreign matter. The following information was provided by the initial reporter: "sediment inside syringe. Renal nurse was preparing her needling tray prior to needling the patient. Opened the 10ml syringe and about to attach the drawing up needle when she noticed some sort of sediment and or waxy/oily substance inside the syringe."